Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred because y/c cable parts were deformed and damaged then damaged parts were clogged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the pin jack of the video output cable connection part does not come off, with clogging and deformation of video output cable and damaged part, leading to no image. Additionally, the battery was consumed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite video system center¿s pin jack of the video output cable connection part does not come off leading to no image. The issue was found during preparation for use for a diagnostic nasal throat inspection procedure. The procedure was completed without taking a photo and with no delay. There were no reports of patient harm.